Event description:
It was reported that the device had yellow light in lighthouse not working. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of yellow light on lighthouse not working was confirmed. ¿ on 20-february-2025, lvp was received unboxed and with paperwork. ¿ running asm simultaneous display test revealed standby led not working. ¿ defective material from supplier. Defective d2 led on display board. ¿ recommend bd san diego repair center replace display board. ¿ failure investigation report attached in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.